Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user installed a new dexcom g7 sensor and initially omitted the pairing code, after which the correct code was entered and the cgm connected, with insulin delivery resuming; the user also ate a meal that was not announced and subsequently experienced hyperglycemia with a reported maximum glucose of 328 mg/dl and more than 10 hours above range, without use of backup therapy or ketone testing and without alerts or alarms. Symptoms included tiredness. Outcomes included temporary impairment requiring user action but no medical intervention or hospitalization. Investigation included review of device use, therapy settings, and user-reported history, as well as troubleshooting and education provided by support. Investigation of this case revealed that the exact cause of hyperglycemia could not be determined due to concurrent missed meal announcement and initial cgm pairing lapse, with device performance appearing consistent after proper pairing. It was concluded that the event was user-related with cause of hyperglycemia unclear and no device malfunction identified.